Manufacturer narrative:
Pillcam patency capsule is an accessory to the pill cam video capsule and its intended use is to verify adequate patency of the gastrointestinal tract prior to administration of the pillcam video capsule in pts with known or suspected strictures. The pt had a history of surgery and expected post-surgical adhesions and strictures.

Event description:
A pt with a history of multiple abdominal surgeries for gi bleeding including partial small bowel resection and r hemicolectomy had developed obstructive symptoms after an agile capsule procedure. The obstruction was verified with x-ray and CT. The pt had exploratory laparotomy and laparoscopic remove of what was the patency capsule shell, empty, which was obstructing a tight stricture. The plugs and barium as designed was gone/dissolved.